Manufacturer narrative:
Date of event - used the first day of the month of the bsc aware date. Event date not provided. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 73.7cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 20dec2019. It was reported that shaft kink occurred. A 3.50mm x 30mm nc emerge balloon catheter was advanced but the shaft was bent during insertion. The procedure was completed with a 2.00mm x 30mm nc emerge balloon catheter. No patient complications were reported. However, returned device analysis revealed shaft detachment.